Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio was being emitted from the mx40. There was no pt harm reported.